Event description:
It was reported to philips that a bi-pap focus device will not stop beeping. It is unknown if the device was in use on a patient at the time of the event; however, there was no report of patient or user harm. Upon checking the unit, the service technician found the unit to have a depleted battery. The service technician replaced the battery with one from stock and tested the unit for proper operation. The device was returned to service

Manufacturer narrative:
There was no patient involvement when the issue occurred. No patient or user harm reported.